Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID b3400040m, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type extension; product ID b3400040, serial# (B)(6), product type extension. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation on the extension was cut; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified that the 0 conductor(s) was/were broken in the body of the extension; consistent with overstress damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Event description:
It was reported that during routine interrogation of the deep brain stimulation system, an open circuit was identified on the zero contact of the left lead. It was questioned if there was a possible extension pulled out of the battery and visible damage to the neck extension near the battery insertion point. The patient reported feeling pulling on the neck extension. Impedance testing revealed high impedance on the zero contact of the left neck extension. The surgeon opened the battery pocket to examine the lead and confirmed the damage. Both neck extensions were removed and replaced due to the risk of damaging the right side during the left side replacement. The battery was also replaced as it was nearing end of life and the patient requested an upgrade to a rechargeable battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: (B)(6), ubd: 26-oct-2024, UDI#: (B)(4); product ID: b3400040, serial/lot #: (B)(6), ubd: 26-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID b3400040m, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: extension. Product ID b3400040, serial# (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.